Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the supera instruction for use states: use this device prior to the use by (expiration) date as specified on the device package label. The investigation determined the reported complaint was use related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified lesion in the long superficial femoral artery with mild tortuosity and 95% stenosis. A 5x200 mm supera self expanding stent was deployed successfully post expiration date. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.